Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed due to connection issues. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was evaluated and the allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.